Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the customer was called back, and stated that the pump is now working properly. The pump was not bumped or dropped. The customer was told to increased the brightness to its maximum and monitor the pump. The customer was advised to call back if the issue was to continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a display anomaly. Customer's blood glucose was 120 mg/dl. Customer was advised to monitor the device. Customer mentioned the issue persisted. Customer wanted the device replaced. Customer will not be returning the device for analysis.